Event description:
The customer observed falsely depressed total bilirubin results generated on the architect c16000 for patient samples. The following data was provided (customer¿s reference range: total bili (bilit) 3.4¿20.5 umol/l; direct bili (bild) 0¿8.6 umol/l): sample ID (B)(6) (bilit) initial result = 2.2 umol/l, repeat result on another architect ((B)(6)) = 11.27 umol/l, repeat result on initial instrument after being inspected = 10.6 umol/l (bild) result = 4.5 umol/l. Sample ID (B)(6) (bilit) initial result = 2.7 umol/l, repeat result on another architect ((B)(6)) = 10.82 umol/l, repeat result on initial instrument after being inspected =10.2 umol/l (bild) result = 3.9 umol/l. No impact to patient management was reported.

Manufacturer narrative:
Additional information section h4 - device mfg date. The field service representative (fsr) inspected the instrument and performed troubleshooting procedures including cleaning of the cuvettes and checking of the probe, syringe and cuvette washer. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c16000 did not identify any trends associated with the complaint issue. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect c16000 processing module for serial (B)(6) was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 - patient identifier: sids (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed total bilirubin results generated on the architect c16000 for patient samples. The following data was provided (customer¿s reference range: total bili (bilit) 3.4¿20.5 umol/l; direct bili (bild) 0¿8.6 umol/l): sample ID (B)(6) (bilit) initial result = 2.2 umol/l, repeat result on another architect ((B)(6)) = 11.27 umol/l, repeat result on initial instrument after being inspected = 10.6 umol/l. (Bild) result = 4.5 umol/l sample ID (B)(6) (bilit) initial result = 2.7 umol/l, repeat result on another architect ((B)(6)) = 10.82 umol/l, repeat result on initial instrument after being inspected =10.2 umol/l. (Bild) result = 3.9 umol/l. No impact to patient management was reported.